Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose motor support disk. The motor was tested outside the device and passed. Further testing could not be performed due to the motor error alarms.

Event description:
It was reported that the customer's insulin pump alarmed an error. No further info was provided.